Event description:
It was reported that the device had continuous activation.

Manufacturer narrative:
Alleged failure: first one stopped coagulating, then would without pressing button, then stopped again the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a leak which permitted water to ingress into handle where the electrical components are, causing a short circuit which in turn caused the unit stopped working. User accidentally submerges the device in saline, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of the core to handle. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had continuous activation.